Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted and replaced on (B)(6) 2013. The device was received at sjm on (B)(4) 2013.

Event description:
It was reported that the patient underwent a valve replacement and coronary artery bypass graft on (B)(6) 2010. At the post operative check, it was noted that the atrial lead exhibited increased capture threshold of 5 v at 0.6 ms and decreased p-wave sensing of 0.7 mv.